Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, operating system failure had occurred, which led to the inability to access stored items. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer requested to postpone the remote access session to a later time. A technical support specialist received the case, acknowledged the customer's request to reschedule the remote access, and confirmed that the support representative was no longer connected to the device. Then, the technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, operating system failure had occurred, which led to the inability to access stored items. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.